Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was old and the navigation button was not working. It is unknown at this time if there was patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated the battery was 5 years old and the navigation button was not working. The rse provided the customer with parts identification for the battery and navigation button. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00119. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site.